Event description:
Patient reported "late seroma testing, capsular contraction" baker grade unknown, and "all the signs/symptoms of bia-alcl." Healthcare professional additionally reported removal due to "voluntary recall." Bia-alcl has not been reported and no pathological testing or markers have been provided. Affected side is right. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation, the weight the device within specification, black and green particles in the shell, calcification-like and creases fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late; capsular contracture, baker grade unknown.

Event description:
Patient reported "late seroma testing, capsular contraction" baker grade unknown, and "all the signs/symptoms of bia-alcl." Healthcare professional additionally reported removal due to "voluntary recall." Bia-alcl has not been reported and no pathological testing or markers have been provided. Affected side is right. The device has been explanted.